Manufacturer narrative:
Concomitant product(s): a 4196-88 lead, implanted: (B)(6) 2011. Product event summary : the device was returned and analyzed. The device met 98% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine left ventricular lead upgrade procedure, the right ventricular (rv) lead was fractured (punctured) by the physician. The rv coil had been punctured, as evidenced by high rv coil impedance. It was also reported the device had premature battery depletion. The lead was capped and replaced, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.